Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Requests for the return of the product, product code, lot number, patient details and x-rays were made on the (B)(6) 2011 and the (B)(6) 2011. It was confirmed that the products were discarded and no x-rays or information was available. The investigation noted that the complainant states the primary surgery was performed in 1983, 28 years ago. It was not possible to determine the root cause with the information available. Should the information be provided in the future, the complaint will be revisited. The complaint shall be entered onto the complaints database for future trending analysis.

Event description:
Reason for revision due to pain left hip. Charnley cemented stem flange 45 was loose and cemented cup was removed due to eccentric wear.